Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that his original oral-b precision clean brush heads did not fit securely and came loose from the toothbrush while brushing. No injury was reported. 31-oct-2021 follow up via e-mail: the consumer stated that his brush head attachment did not stay on his triumph professional care 3764, series 7000 toothbrush while brushing. No injury was reported.

Event description:
Male consumer via e-mail stated that his original oral-b precision clean brush heads did not fit securely and came loose from the toothbrush while brushing. No injury was reported. (B)(6) 2021 follow up via e-mail: the consumer stated that his brush head attachment did not stay on his triumph professional care 3764, series 7000 toothbrush while brushing. No injury was reported. 30-nov-2021 case update: the product lot for oral-b power rechargeable toothbrush handle 3764 pro 7000 was updated to r54520434. No injury was reported. 27-jan-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3764 pro 7000. No injury was reported.

Manufacturer narrative:
21-jan-2022 product investigation results: the suspect product was the toothbrush handle. Product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.